Event description:
It was reported that episodes of noise resulted inappropriate anti-tachycardia pacing therapy. In result, the battery had depleted quicker than expected. The device was reprogrammed to resolve the event until routine device exchange. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise resulted inappropriate adenosine triphosphate therapy. In result, the battery had depleted quicker than expected. The device was reprogrammed to resolve the event until routine device exchange. The patient was stable.